Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that are yielding discrepant results in the ed using multiple analyzers. On (B)(6) 2011 12:53 result: 0.04 ng/ml. On (B)(6) 2011 12:58 result: 0.06 ng/ml. On (B)(6) 2011 13:15 result: 0.14 ng/ml. Sample was rurn in the main lab. On (B)(6) 2011 12:23 result: 0.05 ng/ml. The suspected discrepant results were not released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.